Manufacturer narrative:
The insulin pump was received with a button error alarm and had unresponsive buttons due to corroded keypad traces. The device was unable to undergo the operating current test or be verified for a failed battery test alarm due to the unresponsive buttons. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error that they could not clear. The patient's blood glucose at the time of incident was 250 mg/dl. The customer stated that when trying to manually enter their blood glucose the keypad did not respond, then the pump received a failed battery test. After changing the battery and turning the pump back on that customer received the button error then. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.